Event description:
It was reported that during a tka procedure, the mixor pump only was not working properly. No backup device was available, so the surgeon merely mixed the cement in a bowl without suction. No surgical delays reported.